Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when in pylorus, the staple line was incomplete distally using the first reload while the second reload had an unknown malfunction. Using another loading unit was done to complete the case. There was no patient injury.